Event description:
The user received a questionable calcium result for one patient sample that had been aliquoted by the modular preanalytic (mpa). The initial result from the aliquot was 0.4 mg/dl with a data flag. The user pulled the primary tube for the sample and repeated testing. The repeat result was 8.5 mg/dl. The erroneous result was not reported outside the laboratory and the patient was not adversely affected. The calcium reagent lot number was not provided. The user stated she believes there have been intermittent problems on the aliquot module (aqn) of the mpa related to the alignment and level sensing of the aliquot heads. The field service representative determined the mpa appeared to have functioned properly since the sample had enough volume to complete the profile and there were no short sample alarms on analyzer. He checked the mpa for aliquot errors around the time previous to the occurrence and found none that matched the patient number in question. The mpa did not appear to be involved with the error on the chemistry analyzer.